Manufacturer narrative:
Eval of the returned samples showed no defect or leak. The reported issue could not be duplicated.

Event description:
The user facility reports one incident of a leak due to a crack in the arterial chamber body which occurred 1 hour, 15 min into hemodialysis treatment. The blood volume in the arterial line was discarded resulting in ebl = 83cc. No pt injury or need for medical intervention is reported. A new bloodline was set up to complete treatment. MDR is filed for blood loss only.